Event description:
It was reported that during a da vinci assisted radical cystectomy w/ other urinary diversion surgical procedure, the large suturecut needle driver instrument was noted to have loose cable. The instrument had to be replaced during the operation. The procedure was completed with no reported injury. On june 8, 2022 intuitive surgical (is) contacted the site and obtained additional information regarding this event: the patient was not injured. It was not apparent during the procedure whether anything had fallen into the patient. Patient medical history was not provided. Additional information was requested however, no further details have ben received as the date of this report.

Manufacturer narrative:
The instrument has been requested for return; however, isi has not yet received the large suturecut needle driver for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No photo or video was provided by the site for review. A review of the device logs for the large suturecut needle driver (part# 471296-07 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large suturecut needle driver was last used on (B)(6) 2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. This complaint is being reported due to the following conclusion: it is unknown if a fragment fell inside the patient and it is unknown if tests were performed to attempt to locate the fragment. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer-reported complaint that "the large suturecut needle driver instrument has loose cable¿. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Other cables were not damaged. The housing was removed from the back end, and no damage was observed.

Event description:
Refer to h10/h11 for follow-up information.